Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem that system cannot be powered on. Fse checked the system power input and found it was working normally. Upon checking the gpdu, fse confirmed that the mds was off. Fse turned on mds and device was found to work functionally. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and turned on the mds power supply. The device was returned to expected functionality.